Event description:
Per oos, this device was not implanted. This device could not be interrogated. Per biotronik rep, this device is in the hospital pathology department; it will be returned if the hospital will release the device.